Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4), nj has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. Returned to manufacturer on: unknown. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Device manufacture date: unknown. Bd received the instrument from the customer facility for investigation. The instrument was evaluated and the customer's indicated failure mode with the incident lot was not observed.

Event description:
It was reported that bd sedi-40 esr instrument was displaying incorrect information for properly filled and mixed tubes. No serious injury or medical intervention reported.